Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsulectomy". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture did not occur and is no longer reportable to the FDA.

Event description:
Healthcare professional initially reported "capsulectomy ". Additionally, healthcare professional reported "malposition", "implant bottoming out", and "deformity". Then, healthcare professional confirmed no capsular contracture. This record is for the left side. Device remains implanted. It was explanted during surgery and then re-implanted to same side.